Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 3 reloads had non-hemostatic issues with bleeding edges.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, during a laparotomy, the staple line bleeds heavily after anastomosis/firing. The tissue was compromised due to oversewing due to small space. There was tissue damage. There were multiple, continuous oversewing required to control bleeding. Hemostatic material is also used to control oozing. There was more than 500cc of bleeding. A transfusion was required. The surgical time was extended by more than 30 minutes. The patient had an extensive ICU stay that was more than normally required. The patient had a longer observation period. The current patient status is recovered.